Event description:
It was reported that prior to a ptca procedure, the shaft of the quantum maverick monorail kinked and subsequently broke while the physician attempted to straighten during prep. No pt injuries or complications were reported.